Manufacturer narrative:
(B)(4): on inspection, there is no visible damage to the keypad. Testing confirmed intermittent response to button presses of all the keypad buttons. Multiple button presses are required before the keypad buttons will engage. None of the buttons on the keypad have normal spring back or click. The keypad was removed for investigation revealing contamination under the contacts of all buttons.

Event description:
On (B)(6) 2012, the reporter called animas alleging that the down arrow keypad button is intermittently unresponsive requiring multiple presses to evoke a response. The reporter also stated that the keypad is getting soft but is intact without visible damage. The patient reportedly keeps the pump in a pocket with a pump skin and does not clean the pump. There is reportedly no adverse event associated with this complaint. This complaint is being reported due to allegation of keypad malfunction that remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.